Manufacturer narrative:
After troubleshooting the technician found that right head brake caste support was cracked and broken. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually. An investigation was performed and this issue was addressed under an engineering change. The technician replaced th right head brake caster and caster support to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake does not hold. There was no patient/user injury reported. (B)(4).